Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought that the implantable pulse generator (ipg) may have a pacing problem and may be losing stimulation in the ventricular. The patient could not tolerate reprogramming to another pacing mode so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.